Event description:
Boston scientific received information that, during a routine pulse generator change out procedure while the explanting physician was applying cautery, a four second pacing pause was noted on telemetry. The physician ceased cautery and pacing resumed. The local boston scientific field representative interrogated the device and it was noted that all of the daily measurements were gone and the battery indicated beginning of life (bol). Boston scientific technical services (ts) indicated that it was likely a warm reset that had occurred. The device was successfully explanted without any adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory indicated that one or more resets were experienced during and after explant. Information obtained from the device memory along with information provided by the field indicates that the observed four second pause in pacing was the result of the device undergoing one or more system resets due to exposure to electrocautery. As a result of the system resets experienced during and post explant, information related to device battery status prior to explant was lost.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.